Event description:
The user facility reported that the tip of the forceps broke off and fell inside the patient during an unspecified procedure. The tip was retrieved with a forceps. No patient harm or delay in procedure.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported complaint. The handle was manipulated and the remaining portion of the jaw works appropriately. Further visual inspection of the graspers, confirmed that the stationary jaw has been broken off and the grasper part of the jaw was retrieved. This phenomenon was attributed to excessive lateral force applied to the manipulation jaw. The device shaft was visually inspected and the shaft was bent slightly upward confirming that lateral force had been applied to the device. In addition, this device will be forwarded to the original equipment manufacturer (OEM) for further investigation. If additional and significant information is received at a later time, this report will be updated accordingly.